Manufacturer narrative:
This investigation will be updated should additional information become available. (B)(4).

Event description:
Boston scientific received information that a patient implanted with a single coil active fixation lead presented due to syncope approximately four months post implant. A chest x-ray was obtained which revealed a lead placement anomaly. A computerized tomography (CT) chest scan was performed which indicated lead perforation with the tip extending through the right ventricular apex into the right anterior abdominal wall. The lead tip was observed in the subcutaneous tissues anterior to the costochondral junction and appeared to be less than one centimeter from the skin surface. There was no epicardial effusion or fluid collection noted surrounding the distal aspect of the lead and had no evidence of pneumomediastinum or pneumothorax. A transthoracic echocardiogram was done and showed the lead was in the right ventricle with trace of pericardial effusion. Device interrogation found the pacing thresholds had increased along with stored episodes due to oversensed noise. An invasive procedure was performed. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.